Event description:
It was reported that when using the bd pyxis¿ es server the user stated that the interface was down between pyxis and cpsi(ehr) and the new patients were not showing up on the profiles. The user also mentioned that the interface was no longer active and had been down for 14 hours. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all new patients were not crossing over to pyxis. A technical support specialist connected with customer it was found that the enterprise server (es) was extremely slow, with over 1000 days of uptime, 100% central processing unit (cpu) usage, and microsoft sql server management studio (ssms) failed to connect due to secure sockets layer (ssl) handshake timeouts. With customer, the server was rebooted after three hours, services were restarted, and the database connection was restored, though it showed a disconnected flag. The case was escalated to the carefusion coordination engine (cce) team, who identified that the interface service had crashed due to high cpu usage from gpupdate.exe processes. They resolved the cpu issue, restarted the interface services, and configured automatic recovery. Confirmation from the customer verified that communication was restored, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.